Event description:
Boston scientific crm received information from the hospital to which this device was sold that a health insurance company had requested warranty credit for this device. The health insurance company stated the device had depleted prematurely. The device had been explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device is not expected to be returned for analysis. An updated report will be submitted if additional information becomes available.